Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive was replaced which corrected the reported issue. Device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) keeps freezing. The biomedical engineer has to reboot it every time. The biomedical engineer tried a scan disk and it froze while doing that. The device is currently not running. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) keeps freezing. The biomedical engineer has to reboot it every time. The biomedical engineer tried a scan disk and it froze while doing that. The device is currently not running.